Manufacturer narrative:
B.5.medtronic received additional information that the battery was installed on 6th november 2024. The lot number of the battery removed from the instrument was 0012458369. Battery power lasted about 10 min 40 sec during testing. Battery power was required due to patient transport. Battery charge indicator and battery alarms were both working appropriately. The hand crank was not used to maintain flow medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported issue that the battery was not holding charge was verified during service. The service technician verified that the base unit and the user interface charge indicator was working correctly. The battery voltage measured above 13vdc. The service technician ran the instrument on battery and found that it went into low battery alarm at 10 minutes and 40 seconds. The battery depleted quickly thereafter. The issue was resolved by replacing the battery,12v,6.5 ah ,certified*2. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bioconsole 560 instrument, it was reported that the battery was not holding charge. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event.